Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: "according to the customer the unit was in stand by and started to beep with a black screen". Health impact: no clinical signs, symptoms or conditions. No health consequences or impact.